Manufacturer narrative:
(B)(4). Batch # r57d8p. Device analysis: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 13 drivers up and the remaining drivers were down with staples present. In addition, a second reload was received, the reload was received unfired and with the left gripping surface broken off. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple and cut line were complete, and the staples meet the staple form release criteria. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. The condition on the reload (b) is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. Cartridge b: sr75, r5815f unfired, damaged left gripping surface. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a resection, when the doctor tried to shoot the ntlc, it did not work, it was locked, and it was decided to remove the load and use a new one and the same problem happened. They could not use our product, so they decided to use the linear cutting from our competitor to finish the procedure. There were no consequences to the patient.